Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Jada system failed and it resulted in hysterectomy/did the jada device stop control the bleeding? No, evice ineffective. Case narrative: this spontaneous report originating from united states was received from an unspecified consumer via clinical account specialist (cas), referring to a non-pregnant (considered as not applicable since patient underwent hysterectomy) female patient of unknown age. The patient's medical history, current conditions, past drugs/ allergies and concomitant medications were not reported. This report concerns 1 patient and 1 device. On an unknown date, the patient was inserted with vacuum-induced hemorrhage control system (jada system) via intravaginal route for postpartum hemorrhage (postpartum haemorrhage), however, the vacuum-induced hemorrhage control system (jada system) failed (also reported as "did not stop control the bleeding"), and it resulted in hysterectomy (device ineffective). The availability of vacuum-induced hemorrhage control system (jada system) was unknown. For vacuum-induced hemorrhage control system (jada system) lot number and serial number were not provided. Upon internal review, the event of device ineffective was considered as serious due to required intervention. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4624 surgical intervention (one or more surgical procedures was required, or an existing procedure changed).